Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vessel ligation on an open thyroidectomy, the clip cannot be fired smoothly. The surgeon could squeeze the handle but the jaws could not be close. There was no clip able to be fired from the device. Another device was used to complete the case. There was no patient injury.